Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous right renal artery. A 4.5fr sheath was inserted directly to the lesion. Pre-dilatation was performed with a 4mmx2cm sterling monorail balloon. While this 6.0x18x150cm express vascular stent balloon was being advanced through the guide sheath, resistance was encountered. It was reported that it seemed the express vascular device "bumped into the aorta's wall under cine". Once the device was removed from the patient intact, the stent was slightly deformed. The procedure was continued with another manufacturers stent device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).